Event description:
It was reported that signal loss occurred. On the day of the event, the patient was asleep during signal loss and was woken up by her husband. The patient did not remember the details. No symptoms were reported. They did not perform any bg checks prior or after waking up. The reversal of hypoglycemia was not specified. The patient reported that the g6 app showed signal loss and believed the omnipod may have delivered insulin. At the time of the report, the patient was in stable condition. It was determined that loss of connection was related to the mobile application. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). D10 concomitant medical device - additional. H2 additional information.